Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this system generated an alert in regards to a potential lead issue. There is some non-physiologic events which could not be reproduced with isometrics. The patient stated she had these episodes while she was sleeping. Impedance and all other measurements are normal. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt on our post market quality assurance laboratory, a thorough evaluation of the returned proximal segment was performed. Visual inspection noted the lead had been severed 113mm from the terminal pin. Resistance testing was performed and the lead segment was confirmed to be electrically continuous. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.